Event description:
Information was received from a patient via a manufacturer representative regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient reported to the manufacturer re presentative (rep) that the personal therapy manager (ptm) got to 90% and then took a long time to finish, and sometimes they never saw it get to 100%. The rep said that the patient usually saw the bolus delivered screen eventually, however; they said in some cases they were not feeling the bolus so they weren't sure if it was working. The rep stated that they thought the patient could give about twelve boluses per day. The rep said the patient also didn't like the new ptm and preferred the old one. The rep said they recommended that the patient contact their healthcare provider regarding whether the ptm dose might need to be changed if they were not feeling it as they used to. The manufacturer's technical services specialist (tss) reviewed that the bolus was started before ptm gets to 90%, so if patient was seeing it progress to that point, the bolus should be in progress but logs could be reviewed to ensure boluses are going through as expected. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient not feeling the bolus was not available. Actions/interventions taken to resolve the issue included advising the patient to see their physician and to also call patient services to look at logs. The rep also offered to attend the patient's next refill and check logs. The rep wasasked if the event resolved and it was stated that the information was not available. Additional information was received from the patient reported that they could bolus "many times a day because I have horrible pain because she has failed back surgery and fusions and then patient stated she could bolus up to 8x a day. Patient stated the managing physician was very upset about the handset/communicator. Patient stated the myptm was more difficult to use because you have to use 2 hands and its embarrassing to use the device out in public. Patient was upset you also had to carry around 2 things instead of one - like the 8835 and then you had to charge them on top of it. Patient asked why medicare was not paying for the medication into the pump anymore.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that when she was trying to connect to the pump to bolus, it took over 15 minutes to connect to the pump. The patient was not happy that she had to use this new ¿myptm¿ and said the physician did not like it either. The patient stated that it took her so long to connect to the pump that she was not able to get all her boluses, and she was in a lot of pain. The last time she was able to bolus was "sometime last night" because it took too long to connect to the pump. The agent reviewed the lag at 90% and reviewed the data. The agent walked the patient through deleting the data. The patient was able to connect to the pump with no lag and was able to request/receive a bolus. The patient then stated that she did not think the boluses were working because even through the personal therapy manager (ptm) was showing bolus has started and then showed the lockout screen. She knew it was not working because she was not feeling the numbness like she used to with the 8835. The agent reviewed general use of ¿myptm¿ and reviewed if patient was not feeling the effects of the requested bolus like she was before, the patient would need to discuss that with the managing physician.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.